Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is not working properly and cannot be used. There was no reported patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device is not working properly and cannot be used. There was no reported patient involvement. One power pca was returned for failure analysis. The reported problem was verified during lab tests. The power pca was received with a broken ¿padopto_5vdc¿ signal trace, resulting in the device failing the operational check.